Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 12:08:23. During day drain cycle two, the patient's ultrafiltration reading was 1327ml, indicating the home patient (hp) drained 1327ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional: (B)(6). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. A review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1327ml during therapy initiated on (B)(4) 2011 at 12:08, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. A review of the device's event log was performed for the therapy initiated (B)(4) 2011 at 12:08. The drain phase was bypassed in cycle 1 and a fill is not performed in cycle 2. Therefore, fill 2 of 2 is 0 ml, which was less than the expected volume of 1500 ml. Review of the event log revealed the cycle 2 drain was completed on (B)(4) 2011 at 21:47 and the user's actual drain volume during cycle 2 was 1326 ml. The actual drain volume of 1326 ml is 88.4% of largest prescribed fill volume (lpfv) of 1500 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.